Event description:
A caller reported receiving a minimum fill notification and a malfunction alert while attempting to reload a cartridge on their pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the same cartridge, but this did not resolve the issue. Technical support instructed the customer to use a new cartridge, and after doing so, the customer successfully reloaded the cartridge onto the pump and resumed insulin delivery.